Event description:
Rptr has persistent pain and parasthesia of left side of body, particularly her leg, questionable auto-immune disease to be diagnosed with further testing, questionable silicone poisoning due to bilateral breast implants and continued use of anti-inflammatory drugs needed for pain control. Implant date: 3/25/76.